Event description:
During arthroscopic shoulder surgery, a new shaver was being used and there were visible pieces of metal shavings from the shaver in the surgical site. These were washed out and the procedure continued with a reprocessed shaver that jammed and a third shaver was used to complete the case. There was no patient harm or remaining visible pieces of metal.